Event description:
A published article in the american association for thoracic surgery reported that heartstring seal and medtronic blower mister were used for a triple bypass procedure. It was reported that because of bleeding during the performance of the proximal anastomoses, the operative filed was cleared with a medtronic blower mister that was hooked up to an oxygen tank. The guidant cardiac surgery instruction of use (IFU) for blower mister states that the device should be attached to only co2 gas tank. The report states that postoperatively the patient was hemodynamically stable without inotropic support. CT scans performed eleven hours postoperatively demonstrated a frontal ischemic stroke and multiple spleen infarcts. The surgeon believes that the air provided by medtronic blower mister entered the aorta through a leak between the proximal seal and the aortic wall caused an air emboli. The article does not provide any other information on patient status.